Manufacturer narrative:
Conclusion: device investigations, on the received parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on available information it can be assumed that the active electrode may have migrated out of the cochlea to an extent that limited patient_s benefit from the device. This is a final report.

Event description:
The recipient has reported intermittent hearing with the device whilst implanted. The patient is a poor reported and her statements are not very clear. Per explantation report, the active electrode array was visibly damaged prior to removal. The patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient has reported intermittent hearing with the device whilst implanted. The recipient was re-implanted on (B)(6) 2017.